Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The reporter stated the patient passed in (B)(6) 2021 (actual date of death not provided). Multiple good-faith efforts have been completed to obtain additional information on 06/10/2025 and 03/20/2026 without reporter response. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.